Event description:
It was reported that there were concerns regarding premature battery depletion (pbd). Boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. The product remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem.

Event description:
It was reported that there were concerns regarding premature battery depletion (pbd). Boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. The product remains in-service. No adverse patient effects were reported. Technical services (ts) did an engineering analysis and found that the subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting normally.